Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that patient¿s ins was not charging. The patient reported a reposition antenna screen on the ins recharger (insr). It was reported the patient had a fall in (B)(4) 2018 and they fell on the part of the body where the system is implanted. The patient did not charge for while after the fall, but when they did, the ins would only charge part way. The patient then realized that they weren¿t feeling any stimulation at the beginning of (B)(4) 2018 and when they went to charge, the insr wasn¿t doinganything. The patient planned to follow up with their hcp and a manufacturer representative. No further complications are anticipated. (B)(4) 2018 additional information was received via a manufacturer representative from a health care provider regarding the patient. It was reported that the cause of the loss of stimulation, inability to charge, and the inability to charge the implantable neurostimulator fully was unknown. The system was in overdischarge but is now working due to waking up the battery. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that patient¿s ins was not charging. The patient reported a reposition antenna screen on the ins recharger (insr). It was reported the patient had a fall in (B)(6) 2018 and they fell on the part of the body where the system is implanted. The patient did not charge for while after the fall, but when they did, the ins would only charge part way. The patient then realized that they weren¿t feeling any stimulation at the beginning of (B)(6) 2018 and when they went to charge, the insr wasn¿t doing anything. The patient planned to follow up with their hcp and a manufacturer representative. No further complications are anticipated.